Event description:
Consumer reported she had a reaction after using the product with initial burning on side of face near mouth. The product was applied to one tooth. The following day, 2008, the symptoms began with redness on right side of face near corner of her mouth. The next day, she reported area blistered and was sensitive to touch and also had swelling of both hands and tongue. She was advised to seek medical attention. Consumer went to the emergency department one day later. Md stated she had an allergic reaction to the product. She was given and prescribed prednisone and benadryl. Symptoms started to improve the same day.

Manufacturer narrative:
Other. Consumer has not returned product to date, therefore, it could not be evaluated and no conclusions could be drawn.